Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 22nd december 2016. The investigation found a fault within component q31 had caused an increased current drain and had caused the device to incorrectly read the voltage of an installed pad-pak resulting in the device to record multiple self-test failures due to low battery. This had also resulted in the device delivering a low shock energy during the investigation. The user would have been alerted to the fault with a ¿warning low battery, device service required¿ prompt and a flashing red status led along with an audible beep. Component q31 forms part of the on/off circuitry. Failure of this component most likely caused the device to switch itself on automatically. This would account for the manual power ons of ten minutes in duration detailed in the report, and would confirm the reported fault. After replacing q31, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device switching on automatically. No patient involved.